Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed "system failure" and that its display began to flash during patient use. The patient described feeling out of sync with the ventilator, stating that it was "sucking air". After the caretaker removed the patient from the device its display went black, even though it was still powered on. In this state, the device would be inoperative. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its lcd touchscreen turning black was confirmed, however, the lcd touchscreen went black because the device was actually rebooting by itself. Ventec opened the device in order to perform an internal inspection and observed that its cough assist valve had a torn poppet ring. This caused the device to sense air flow in the reverse direction, triggering the reported "system failure" [sic] (actual "system fault") message, and a device reboot. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.